Manufacturer narrative:
Concomitant products: unknown ipg implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital complaining of palpitations and chest discomfort. They were also in heart block. During a device check the patient went into cardiac arrest due to noise on the right ventricular (rv) lead. Rv lead impedance was over 9999 ohms, and it was suspected that the lead had fractured when the patient was playing golf. The lead was capped and replaced. There was an occlusion on the right side and rather than insert another lead on the left it was suggested that a capped right atrial (ra) lead would be reused. The ra lead was previously capped and replaced for low impedance, oversensing, and low p waves. The ra lead was reconnected and programmed bipolar, and the device was programmed vdd. It was also noted that the patient also had a previously capped rv lead that had been replaced for low impedance and age-related degradation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.